Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled adhesive or crack on the distal end could not be determined olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope had leaks at the big knob. Upon inspection of the customer¿s returned device it was observed, gap was noted between the acoustic lens and the ultrasound probe, and the distal end had a crack. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, the up/down (u/d) knob could not be locked securely, the t-nut was loose, watertightness was lost, due to a crack on the bending section cover (a-rubber), insulation resistance value at distal end did not meet the standard value, due to a crack on distal end, insulation resistance value at distal end did not meet the standard value, the distal end had a burn, the objective lend had a scratch, the adhesive on the a-rubber had wear, due to wear of the angle wire, bending angle in down direction did not meet the standard value and the bending tube was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.